Event description:
It was reported that (1) lcsc5 was used during a gastrectomy procedure. It was reported by the rep that the hospital sent a note with this device; the device worked four times in surgery and then quit. It was cleaned after each use, but still failed to perform. It is assumed that another lcsc5 was brought in to complete the procedure. It is also assumed that there was no consequence to pt.